Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side pain, swelling, rupture. Patient prescribed arcoxia to manage pain. Healthcare professional later reported "there is no imaging suggesting rupture", capsular contracture (grade iii). The device was explanted. Treatment included: "explantation, capsulectomy, drainage, breast with double capsule and rotation". Patient experienced a miscarriage during the second trimester while device was implanted; this is not considered device related.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side pain, swelling, and intracapsular rupture confirmed via ultrasound. Patient prescribed arcoxia to manage pain. The device remains implanted. Patient experienced a miscarriage during the second trimester while device was implanted; this is not considered device related.